Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes: 201 mg/dl at 9:20 am; 109 mg/dl at 9:23 am; 100 mg/dl at 9:25 am. No adverse events reported. Replacing and returning meter and test strips.